Manufacturer narrative:
Investigation included troubleshooting with the user and logistical replacement of the suspected faulty charging accessories. Investigation of this case revealed a nonfunctional charging pad consistent with an accessory power/charging malfunction. It was concluded that the issue was related to the external charging pad and cable, and replacement was provided to restore charging capability.

Event description:
It was reported that the ilet device did not charge on the provided charging pad despite attempts with multiple outlets and a different usb cable, and the charging pad displayed a flashing green light; a replacement charging pad and cable were shipped. Symptoms included none. Outcomes included no clinical impact and no need for medical intervention.